Event description:
It was reported that the patient went to the hospital for a clinical visit and complained of having had chest tightness for years. It was also reported that the patient had a heart rate of 38 beats per minute. The device was found to be at elective replacement indicator (eri) and premature depletion was suspected as depletion occurred within the warranty period. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4). Analysis of the device revealed normal battery depletion and the device met expected longevity.